Manufacturer narrative:
Reference record (B)(4).

Event description:
The peg-j tube removal operation was planned due to continuation of discharge on peg area. On (B)(6) 2018, the patient was hospitalized. During the operation, the surgeon detected the buried bumper syndrome. The peg-j tubing was removed under local anesthesia. On (B)(6) 2018, an operation for buried bumper syndrome was performed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced dark colored discharge on peg area and after an unspecified amount of time, was diagnosed with an infection on peg area. The gastroenterology physician sent him to infectious disease and the patient started on an unknown antibiotic treatment.